Manufacturer narrative:
The returned complaint gloves were evaluated. No abnormality was found on the complaint gloves surfaces during visual evaluation. The glove manufacturer has taken the initiative to send the returned complaint glove samples to an accredited laboratory for allergen testing. The manufacturer has reviewed production, maintenance and quality history records of this lot. All process control and operating parameters were within the validated specification and no abnormality was found. No change was made to the raw materials and suppliers, compounding formulation, and processes during the production of this lot. The pre-shipment quality inspection of this lot passed all inspection requirements prior to final shipment release. The reported issue could not be determined. If new information is determined following the allergen testing a follow-up report will be sent. We will continue monitoring our customer complaints data base for this and any other issues reported of the same nature. (B)(4).

Event description:
Based on the information provided by the customer. The nurse reported a stinging or pin prick sensation upon donning the gloves. The nurse took over the counter benadryl and iced her arm. The swelling/redness went away after 48 hours and her arm was then completely healed.